Event description:
Caller reported experiencing a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to use multiple daily injections (mdi) as backup therapy, and a replacement pump with updated software was sent. Caller received instructions for putting the pump into storage mode and returning it, as well as information on the steps to follow when the replacement pump arrives.